Manufacturer narrative:
D6a: unknown date in 2020. D10: alteon ha collared stem size: 3. Alteon cup, cluster-hole 48mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a hip clinical study that approximately 5 years ago a patient underwent a left total hip arthroplasty. Subsequently the patient experienced pain in surgery hip caused by physical therapy and continued for 2 months. It was reported the patient's left sided pain was somewhat resolved after contralateral hip replacement. The patient was assessed as iliopsoas tendinopathy and abductor tendinopathy on surgical side. The patient was treated with a cortisone injection at 2-year post op. No further patient impact reported. No further information available.